Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted and the device was successfully reprogrammed to resolve the event. The patient was in stable condition.